Event description:
It was reported that the atrial output is out of specification on an external pulse generator. The biomedical engineer re-tested the device and it passed. The device was placed back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.